Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biopsy probe was returned for evaluation. During visual evaluation sample appeared to have blood residue. The saline cap was returned, and proximal retaining cap was glued to the probe. Upon microscopic observation, the flash was noted on the right and left side of the proximal retaining cap. Upon functional testing the probe was tested with the in-house driver and calibrated without issue. The probe was calibrated two times additionally, both times were successful. Upon further evaluation, the flash for right and left side of the hub is within the acceptable range. The maximum vacuum test and the vacuum differential test were performed. The maximum vacuum test and vacuum differential test results was within the specification limit. The probe was inserted into a piece of beef and around the clock sampling was performed. Each time, the probe underwent the following processes: aperture opened, sample cut, and sample deposited into the sample tray. The probes were able to obtain 6 samples successfully. Therefore, the investigation is unconfirmed for the reported failure to calibrate issue and suction issue, as the devices were calibrated without issue and passed the maximum vacuum test. The investigation for the identified flash out of specification is unconfirmed as they met minimum specification limit. A definitive root cause for the alleged failure to calibrate, suction issue and identified flash out of specification issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 09/2021).

Event description:
It was reported that during an ultrasound-guided breast biopsy through fibroadenoma tissue, the device allegedly had suction issue. It was further reported that the device allegedly failure to calibrate. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biopsy probe was returned for evaluation. During visual evaluation sample appeared to have blood residue. The saline cap was returned, and proximal retaining cap was glued to the probe. Upon microscopic observation, the flash was noted on the right and left side of the proximal retaining cap. Upon functional testing the probe was tested with the in-house driver and calibrated without issue. The probe was calibrated two times additionally, both times were successful. Upon further evaluation, the flash for right and left side of the hub is within the acceptable range. The maximum vacuum test and the vacuum differential test were performed. The maximum vacuum test and vacuum differential test results was within the specification limit. The probe was inserted into a piece of beef and around the clock sampling was performed. Each time, the probe underwent the following processes: aperture opened, sample cut, and sample deposited into the sample tray. The probes were able to obtain 6 samples successfully. Therefore, the investigation is unconfirmed for the reported failure to calibrate issue and suction issue, as the devices were calibrated without issue and passed the maximum vacuum test. The investigation for the identified flash out of specification is unconfirmed as they met minimum specification limit. A definitive root cause for the alleged failure to calibrate, suction issue and identified flash out of specification issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 09/2021), g3 h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. See h10.

Event description:
It was reported that during an ultrasound-guided breast biopsy through fibroadenoma tissue, the device allegedly had suction issue. It was further reported that the device allegedly failure to calibrate. The procedure was completed using another device. There was no reported patient injury.